Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, leak was noted from the instrument channer, the bending section cover (a-rubber) was stretched, and the a-rubber glue was peeled. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the bronchovideoscope failed leak test. Upon inspection of the customer¿s returned device it was observed, the plastic distal end cover (c-cover) melted on top of the light guide lens. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to concentration of heat from the lg (light-guide)-bundle, likely cause by one of the followng: ¿case 1: the user left the device with the video system center, cv, turned off and the light source, clv, on. - 1. Just before procedure, the user left the device in minutes with the cv turned off and clv on. - 2. Automatic brightness control did not function, light intensity from lg became maximum condition. - 3. Foreign material on the lg-lens was heated by the increase of lg intensity; as a result, the lens was melted. ¿case 2: lg-lens was burned due to foreign material. - 1. Foreign material adhered to surface of the lg-lens, which led to decrease of light intensity in lumen. - 2. The above made the automatic brightness control function and increased light intensity from lg. - 3. Due to the increased light intensity from lg, foreign material on the lens was heated. As a result, the lens was melted. - 4. The foreign material was removed later. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "operation manual 4.1 precautions warning ¿ turn the video system center on to operate the light source¿s automatic brightness function. When the video system center is off, it cannot operate the light source¿s automatic brightness function, and the light intensity may be set to the maximum level. In this case, the distal end of the endoscope can become hot and could cause operator and/or patient burns. Set the brightness of the light source to the minimum level necessary to perform the procedure safely. If the endoscope is used for a prolonged period at or near maximum light intensity, vapor may be observed in the endoscopic image. This is caused by the evaporation of organic material (blood, etc.) Due to heat generated by the light guide near the light guide lens. If this vapor continues to interfere with the examination, remove the endoscope, wipe the distal end with lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol, reinsert the endoscope and continue the examination." Olympus will continue to monitor field performance for this device.